Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white ring/gasket within the trocar came off the trocar and into the pt without anyone noticing. Later during the case it was seen on the monitor. It was retrieved. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, nonconforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "white ring/gasket within the trocar". The sleeve was received with the inner gasket dislodged from its original position. The inner gasket was received in a separate sealed pouch, complete. The sleeve was also received with an adjustable stability thread and a one seal attached in good condition. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.